Event description:
The customer reported that the paramedics were called and treated his low blood glucose with glucose tablets. The blood glucose reading at time of call was 54mg/dl. The customer stated that he gave himself too much insulin the night before and fell asleep. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.